Manufacturer narrative:
Philips would also like to inform you that the information contained in pr (B)(4) documents the actions taken as a part of a comprehensive action plan related to (B)(4). (B)(4) does not document a recurrence of the reported issue. As the case associated with (B)(4) only contains updated notes on the execution of the action plan associated with pr (B)(4), this case will be closed as a duplicate of (B)(4).

Event description:
Philips received a complaint on the dfm100 indicating that the device hadd ECG acquisition issue. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was defective ac power module, measurement ECG module, therapy pca, processor pca and I/o pca. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.